Event description:
A call from technical services was made on (B)(6) 2013 stating that this lead showed due to noise and increased threshold leading to stored inappopriate mode switches. Caller stated that noise was very brief and intermittant, and she couldn't recreate noise in clinic with pocket manipulations or isometrics. Right atrial threshold also increased from 0.9v @ 0.4ms to 1.4v @0.4ms or 2.5v @0.2ms (with pw decrement). Dr. (B)(6) had caller decrease right atrial sensitivity from 0.5mv to 0.75mv and increased right atrial output to 2.5v @0.6ms (based on pw test). Physician went on monitoring. Right atrial impedance hasn't changed, and there were no out-of-range right atrial impedances. Patient had no symptoms at all correlating to noise - no inhibition >2 sec, no syncope. Caller stated that there were inappopriate mode switches because of ra lead noise. Patient had 247 mode switches stored - longest was 0.6min. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).